Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced while running a loaded set. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.